Manufacturer narrative:
Date sent to the FDA: 05/29/2009. Conclusion - the device instructions for use state that "the device is contraindicated for use in a pt with an intrauterine device (iud) in place".

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. During the procedure, the surgeon first implanted an essure tubal ligation device. The coil from the device then punctured the balloon of the catheter during the procedure. The pressure did drop a little. The surgeon added some additional fluid during the process. The procedure was successfully completed with no adverse pt consequences.